Event description:
Pt is status post right breast mastectomy with reconstruction utilizing saline mammary implant. Two years later apparent implant complication possible rupture. Pt underwent removal of right breast implant and capsulutomy. Culture and sensitivity of fluid around implant. Implant was removed intact. Sent to pathology-rule out infection. Pt was reconstructed with mentor saline implant.